Event description:
It was reported that the batteries exhibited connection issues and would not illuminate lights on the controller. It was also reported that the connection issues resulted in a ventricular assist device (vad) stop, and that the controller did not sound an alarm. The batteries were replaced and the controller remains in use. No patient complications have been reported as a result of this event. This event was reported in the q2 2025 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.

Manufacturer narrative:
This event was reported in the q2 2025 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Product event summary: one (1) controller (unknown serial number) and two (2) batteries (unknown serial number) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue and the device serial number was unknown. Review of the controller log files could not be performed since log files were not available for analysis. As a result, the reported event could not be confirmed due to insufficient evidence. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported poor mechanical connection event can be attributed, but not limited, to a connector damage and/or a marginal connection. Applicable risk documentation and experience with events of similar circumstances were considered; events involving batteries not being recognized by the controller may be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. Additionally, it is likely that a controller loss of power event is likely correlated with the reported vad stop event. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent dis connection on one or both power sources. Applicable risk documentation and experience with events of similar circumstances were considered; events involving alarms not sounding can be attributed, but not limited, to a damaged speaker and/or a faulty internal component. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system - unknown battery d4: model #: / catalog #: / expiration date: / serial #: d9: no h3: no h4: mfg date: h5: no d1: heartware ventricular assist system - unknown controller d4: model #: / catalog #: / expiration date: / serial #: d9: no h3: no h4: mfg date: h5: no investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.